Event description:
The healthcare provider contacted animas on (B)(6) 2013 alleging the display screen on the patient¿s pump went blank while programming the new pump for the first time and loading the cartridge. The reporter stated the display screen will not come back on. The reporter stated the pump did not lose power. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on with audible tones and vibrations, but the display screen was blank. The slave processor could not be uploaded, and testing confirmed a component failure.